Event description:
The reporter state that the carpometacarpal joint of the thumb, where the device had been implanted was painful and loose. The pt is a large man with a small trapezium. The surgeon reported that the device never sat well into the carpal bone. The device was removed and a standard procedure ligament reconstruction was done. The explanted device was discarded by the hospital. It had a normal appearance on explantation. The exact product catalogue number ahs not been provided. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based upon the reported information.